Event description:
It was reported that, "the arthroplasty was revised due to instability. The acetabular and femoral components were revised. The components were implanted in situ for 0.04 y. The pt presented a (B) (6) score of 4 three months prior to revision surgery and a maximum (B) (6) score of 4 since implantation."

Manufacturer narrative:
More specific info is not available from the research center.